Manufacturer narrative:
Device evaluation: brown particles in gel, broken shell, underweight, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and rupture. Device remains implanted.